Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia, with a blood glucose value of 40 mg/dl after independently changing target settings on the ilet without clinician direction, and subsequently noted more frequent glucose declines. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint handling through troubleshooting and education regarding target settings and management of low blood glucose, with advisement to consult a healthcare professional before making setting changes. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.